Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® multiple sample luer adapter had the sleeve fall off. The following information was provided by the initial reporter: the customer stated "during blood collection using nipro¿s winged needle, bd¿s adapter and holder, and terumo¿s tube, the sleeve (np needle cover) was separated and stayed with the tube.